Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 30mm, de novo target lesion was located in the mildly tortuous and non calcified left anterior descending (lad) artery. After the 3.50x32mm promus element¿ plus stent was successfully deployed, an unspecified balloon catheter was advanced for post dilatation. However, the balloon touched the proximal apposed part of the stent and the stent was deformed. Hence, the physician deployed, in an overlapping fashion, a 4x12mm non bsc stent to cover up the deformed part of the 3.50x32mm promus element¿ plus stent. The procedure was completed and no patient complications were reported. The patient's condition was stable.